Manufacturer narrative:
No patient contact reported. (B)(6). Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the plunger was observed in advanced position and the cartridge was correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed and the cartridge tip was observed deformed and cracked. The push rod tip protrudes through a cracked cartridge. The lens was observed stuck at the cartridge tip. The reported issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) came out of the side of the cartridge tip. No patient contact was reported. No further information was provided.